Manufacturer narrative:
The motor error alarmed during rewind due to corrosion on the motor home switch. We were unable to perform the displacement test due to the motor damage.

Event description:
It was reported that a motor error alarm occurred during the rewind process. Troubleshooting was performed and the insulin pump was able to rewind. However, the insulin pump failed the displacement test and continued to alarm motor error during the priming process of the displacement test. Nothing further was reported.